Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user¿s blood glucose rose to 398 mg/dl at school after a usual breakfast while using an ilet paired with a g7 sensor, with a possibility of unannounced additional food; the glucose trended down during the call, and the caregiver planned a confirmatory fingerstick and backup therapy if needed. Symptoms included hyperglycemia without reported malaise or other complaints. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting education and review of potential user-related factors such as meal announcement and verification of glucose via fingerstick. Investigation of this case revealed no device malfunction identified and a plausible user-related or physiological cause consistent with unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related factors rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.